Event description:
It was reported during an unknown procedure the 355ld trocar would not arm. A new 355ld trocar was pulled to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.48519. D6: device returned with no lot ID. Based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported incident was due to the intermittent arming of the device. The obturator handle weld was measured and found to be skewed which can cause the instrument to arm intermittently. The obturator handle is welded during the assembly process.